Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 140 mg/dl. The mother stated that the customer could not lower his blood glucose levels and began vomiting. No troubleshooting was performed. The mother didn't have the insulin pump with her at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.